Manufacturer narrative:
H6: fdd/annex a updated to a24. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding refill history. During a refill on (B)(6)-28, the expected reservoir volume (erv) was 5.9 ml and the actual reservoir volume (arv) was 2.8 ml, indicating a difference of 2.9 ml. During a refill on 2020-(B)(6), the erv was 2 ml and the arv was 0.2 ml, indicating a difference of 1.8 ml. During a refill on 2020-(B)(6), the erv was 9.9 ml and the arv was 7 ml, indicating a difference of 2.9 ml. During a refill on 2020-(B)(6), the erv was 5.9 ml and the arv was 4 ml, indicating a difference of 1.9 ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen via an implantable pump. The dose and concentration were unknown. It was initially reported that during the patient¿s last two refills, when the hcp emptied the pump, the expected volume was very different from the removed volume; the volume removed was ¿significantly lower¿. However, it was later reported that the difference between volumes was ¿not significant¿. It was further clarified that at the refill before last, the difference was 1,8 ml, and at the last refill, the difference was 2,9 ml. The patient did not experience any symptoms and had no signs of withdrawal. The cause of the volume discrepancy was not determined. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable.